Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited a sudden change of its right ventricular (rv) lead impedance measurements, with the measurements low within range. Technical services (ts) was consulted and reviewed stored data. Ts discussed that the rv lead had sudden high out of range impedance measurements which caused it to activate its lead safety switch to activate and the rv lead to switch to unipolar, hence the low within range impedance measurements. Additionally, ts noted there had been episodes of oversensed noisy signals, with electromagnetic interference (emi) suspected as the cause. Isometrics were unable to reproduce the noise, so ts recommended to continue to monitor. This device remains in service. No adverse patient effects were reported.